Manufacturer narrative:
Following several attempts, collagen matrix, inc. Was not able to obtain product lot specific identifiers (i.e. Lot number, expiration date), therefore, a full investigation could not be completed.

Event description:
The doctor reported during routine follow-up visit, one week after the initial implantation of the membrane, the membrane was gone. Typical product resorption as indicated in the instructions for use is approximately 8 weeks.